Event description:
After 2+ months of implantation, this pacemaker was explanted for an infection. A new reply dr was implanted.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. Device was not returned.

Event description:
After (B)(6) months of implantation, this pacemaker was explanted for an infection. A new reply dr was implanted.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.